Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury that occurred while using the primetaper implant system. This report is for the hex driver. The dental implant device report was submitted with report number 9612468-2026-02596, for which a follow-up-report will be sent. The dental abutment device report will be submitted separately. Product return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that there was a tool malfunction where the hex driver fractured during an attempt to remove a stuck healing abutment from a dental implant.